Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip and scratched display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display was cracked. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer stated that the insulin pump was dropped. The insulin pump will be replaced and will be returned for analysis.